Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and "fell down stairs". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was discharged the following day. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.